Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6) 2019, during which the system was explanted.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2019-12480 & 1627487-2019-12481. It was reported the patient had been receiving ineffective stimulation. As a result, the patient plans to undergo surgical intervention on a later date.